Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the antrum of stomach, twice on the initial firings, the stapler was able to fire, both reloads only fired approximately 1/3 of the length of the reload, with the staples towards the incomplete end of the line being unformed. The staple line was incomplete centrally. There was tissue damage with surgical intervention. A manual handle with new reloads were used to complete the case.